Event description:
Spontaneous call from patient to replace her pump she had issues on (B)(6) 2018 for the pump not recognizing the cartridge it was troubleshooted and able to function. No change in therapy. She "then again next mix" and still had the same issue. Pump is being replaced and returned box sent. She is not comfortable using the pump. No injury to pt. Pt switched to their back up pump. Device being replaced and old device is being returned. Reported to (B)(4) by pt/caregiver. Dose or amount: 51ng/kg/min; frequency: continuous; route: sq; dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.